Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a tc metzenbaum scissors cvd 180mm (item # bc263r) was used during a procedure performed on (B)(6) 2022. According to the complainant, during the procedure, the tip of the device broke off. An x-ray screening was performed to determine if the fragment detached into the patient, but nothing was found. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. However, an x-ray was performed to confirm that no fragment remained in the patient. The adverse event / malfunction is filed under aic reference (B)(4).

Event description:
Investigation complete.

Manufacturer narrative:
Manufacturing site evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination revealed that deposits were present on the surface. The analysis of the fracture pattern was indicative of a force fracture due to a mechanical overload. No pores, inclusions or foreign bodies were observed at the fracture site. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. An investigation of the returned device confirmed the reported event of a device fracture. However, there was no indication of a material defect, manufacturing failure, or design error on the basis of the device history record. Therefore, the most probable root cause was determined to be levering or unsuitable material being processed with the device.